Manufacturer narrative:
B5: additional information. H3, h6: the investigation of the installation issue for both the bolt and the unconnected ground wire are ongoing. The cylinder screw was replaced, and the grounding wire was connected. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Additional information: siemens healthineers received additional information regarding an installation problem at the customer site. On 2024-06-14, the siemens customer service engineer (cse) visited the customer site to install the missing cylinder screw, he noticed that the grounding wire for the boom arm trolley was not attached. The risks associated with this issue were evaluated on 2024-06-20. No injuries occurred at the customer site due to this second installation issue. It is assumed that in a worst-case scenario, if there had been an electrical fault within the dcs, the unconnected grounding wire might have led to a potentially fatal electrical shock. Currently, siemens healthineers has not been made aware of any injury associated with an unconnected ground wire in the display ceiling stand.

Event description:
Siemens healthineers was made aware of a potential product problem involving the luminos agile max system. During service activities the service engineer noticed that the cylinder screw (bolt) in the shaft which connects the monitor support arm (dcs) to the carriage was missing. There was no patient or user injury associated with this finding. The dcs was still in place. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, the issue might have led to a serious injury by large parts falling and hitting a person.

Manufacturer narrative:
E1: a facility contact name was not provided for reporting purposes. The issue was discovered during a service activity by a siemens healthineers customer service engineer. H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: an additional instruction document for new installations of the dcs/dws was released on may 7, 2024. Manufacturers preliminary analysis: the reason for the missing bolt is under investigation. The root cause has not yet been determined. Siemens healthineers will submit a supplemental report if additional information is obtained upon completion of the investigation.